Event description:
It was reported that during the implant procedure, a stylet was unable to pass through the lead. Multiple attempts were made with different stylets. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis of the lead indicated that there was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant.